Manufacturer narrative:
Of the three reported malfunctions, two lot numbers were provided and lot history reviews will be performed. None of the three samples were returned for evaluation, therefore the investigations are inconclusive for the alleged leak issue. The root cause could not be determined. The devices were labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model 0700615, chronic catheter, allegedly experienced a fluid leak. This information was received from multiple sources. Two patients were involved with no consequences. One patient was reported as a (B)(6) year old female weighing (B)(6) lbs. The second patient's age, weight, and gender were not provided.